Manufacturer narrative:
Review of the prismaflex hf1000 set device history record and complaint history files could not be performed since the involved lot number was not known. The male luer lock connector from effluent line of the prismaflex hf1000 set was returned for investigation, the crack at the effluent male luer connector was confirmed.

Event description:
A patient was undergoing crrt with a prismaflex hf1000 set. A nurse reported that following a bag change the connector on the male luer lock on the effluent line was broken. Treatment was temporarily stopped and the blood in the extracorporeal circuit was return to the patient. The patient was not symptomatic and did not require any medical intervention. Treatment was restarted following this event. The date of this event is not known but is estimated to be 8/1/2015.